Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the cause was a failed keypad assembly. The reported condition was verified. The device was found out of specification in relation to the customer reported 'doesn't power on' which was reproduced. Evaluation observed pump not powering on using keypad power button due to failing keypad assembly. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not power on. There was no known patient injury or medical intervention associated with this event. No additional information is available.